Event description:
Patient stated that his insulin infusion device was audibly "beeping very rapidly" and he observed a "77" displayed on the screen. He reported being aware of the power pack recall, but he had not replaced his power pack in one month. During troubleshooting with a company representative, he acknowledged the requirement to replace the power pack. The patient replaced the power pack and the device functioned properly. In follow up, he stated that the infusion device was performing properly. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.